Event description:
It was reported the patient lifted up a propane tank and then right after that the patient experienced ¿excruciating pain¿ in their stomach at the pocket site where the pump was. The patient was getting therapy relief but was just ¿in excruciating pain just in that one part of my stomach.¿ it happened the day of this report. The patient felt like the pump was ¿in a different place now.¿ the pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).